Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 2.0, lab: 4.3. Date: (B)(6) 2010, inratio: 1.6, lab: ng.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 2.0, reference: 4.3, mean: 3.15, confidence limits: 1.9-4.6. The 1.6 inr was excluded from comparison test since the customer did not provide a corresponding lab value. Analysis of customer's data revealed that inratio and reference test result comparison did not meet accuracy criteria. The results are considered discrepant within the context of the documented variability for inr testing. Returned meter was tested and results revealed that accuracy criteria was met. Inratio and reference tests were performed four hrs apart. A maximum of three hrs is determined reasonable for comparison of pt/inr results from both poc and lab instruments. Timing disparities greater than this have an increased likelihood of factors other than the instrument influencing the results. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established. Investigation results for returned sn (B)(4): sysmex result for the both donors is above 2.0. The minimum 2 out of 3 replicates for each donor are within the acceptable bias variance of + or - 1.0. No further action is required.